Manufacturer narrative:
The company service rep examined the system and confirmed the problems reported. The fluidics module and the illuminator assembly were replaced. The parts will be sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "poor vacuum during surgery" (aspiration issue); "system message displayed" (device displays error message). The nurse reported poor vacuum during surgery and a system message displayed with no illumination was present. The nurse noted the other illumination port was used. No pt injury was reported.